Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician observed "bubbling" at the generator incision site. The physician was concerned that the generator pocket may have been infected. The patient then had the lead and generator explanted. The explanted products were sent for cultures to determine if an infection was present. Laboratory tests on the cultures confirmed that an infection was present. The explanted lead and generator have not been received to date. The physician reported that patient manipulation or trauma were not suspected to have contributed to the infection. However he was unsure of the infection's relationship to the vns implant procedure. A review of manufacturing records showed that both the lead and generator were sterilized prior to distribution.